Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator has been returned and evaluated by the failure analysis (fa) team. The issue was not confirmed using the system logs. The generator was placed on a testing system and error c-34 occurred. The root cause was attributed to the generator failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error c-34 occurred when activating energy. Power cycling the generator did not resolve the problem. The customer swapped to a force triad generator to continue the procedure. There were no reports of patient injury.